Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion, surgical intervention manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 475cc mentor memorygel breast implant experienced right sided device extrusion post procedure. Patient underwent a surgical intervention to improve stitching on right side implant and a bacterial flush. As a result, patient has a planned explanation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient experienced right sided rupture, flu-like symptoms and symptoms of severe sickness post procedure. Reason for device explant and/or reoperation: device extrusion, surgical intervention, generalized illness, rupture h6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).